Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they were still having problem with it indicating ¿no device found¿ and they have plug the paddle in to get it to shut off or turn on, there is still problem locating device. The patient reported that their weight hadn¿t changed.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(4). Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the controller giving the message no device found screen also was getting system problem message rm04. The controller was reset, and the patient reported seeing no device found. The patient reported that ins depleted and when they try to recharge, it was not recharging, and a no device found screen was found screen (16). The patient was reviewed to move the controller closer and press ¿try again¿ to attempt communication. The patient reported that they received the new controller, but the recharger was not recognizing the ins and patient can't recharge. The patient reported that the controller has lithium ion battery pack in it and controller seemed to connect to ins to turn stim on/off but now the recharger shows "no device found" and patient hasn't charged for a few days. The patient reported that they were unable to establish recharging. The patient reported that they were not feeling well. The patient reported that a device not found message was shown when recharging the ins. It was recommended to meet with the patient and attempt to charge the ins with a different controller/recharger to determine if the issue is with the recharger. The patient reported that the right leg was aching like a tooth ache because of the pain. The patient reported that they have pain in the leg and back.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may have malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.